Event description:
It was reported that during a cardiac ablation procedure, during left superior pulmonary vein (lspv) the loop catheter became inverted. The loop catheter was retracted into the sheath and then became deformed. The loop catheter was replaced. During left inferior pulmonary vein (lipv) the replacement loop catheter became inverted and when retracted into the sheath also became deformed. The loop catheter was replaced, which resolved the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Psg100 generator; pscc100 catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.